Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: : device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation, however based on visual assessment, it was determined that the received condition of the device was beyond repair (age more than 10 years) . Due to the poor physical condition of the device no further analysis / repair could be performed. Therefore, the reported condition was not confirmed and the assignable root cause was not determined. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the oscillating bone saw device was defective and it stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.